Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 61-year-old female was implanted with an impella device for unexplained arrhythmia. The patient has experienced cerebral infraction. The impella cp was removed. No additional treatment was given for the cerebral infarction. The patient is stable post explant.

Manufacturer narrative:
The investigation into the reported stroke has been completed since the original report was filed. As the necessary clinical information was not provided, the true root cause of the stroke/cva could not be determined.